Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 1023510. D4. Medical device expiration date: 31jan2025. H4. Device manufacture date: 17aug2022. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ gp plus series primary set there were component separations and leakage. This occurred approximately 15 times. There was no report of patient impact. The following information was provided by the initial reporter: please see below, this is the set they are currently using and they are reporting that the rotating male luer is disconnecting from the ICU medical spinning spiros. There is a big investigation going on, the nurses are reporting even when this set is threaded onto the spinning spiros and is locked they are saying it still can unwind/unlock.

Event description:
No additional information.

Manufacturer narrative:
The customer was not able to confirm the lot number and provided potential lot numbers. Investigation results: a 63401eb product was not available for investigation, however the customer confirmed that they experienced disconnection between the male luer of the 63401eb product, and various non-bd manufactured products, including condan needless luer activated valves, ICU medical spinning spiros closed male luer connectors, and b.braun discofix three-way taps. Further information provided by the customer indicates that the rotating collar unwound from the products. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 1023328 and 1023510 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 63401eb product in the past 12 months.